Manufacturer narrative:
Hologic technical support (ts) confirmed customer's findings in log review. Hologic product applications specialist (pas) reviewed logs and found no instrument issues; pas concluded that customer forgot to add ic during reagent preparation, and there was contamination introduced during sample and/or reagent preparation. Customer noted the sample shield was incorrectly placed, which likely contaminated samples. Customer cleaned the entire lab and performed monthly maintenance to resolve their contamination issues. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 278953 on panther plus instrument sn (B)(4) which had an increase in positive samples. The wl in question was invalid but had 5 positives out of 6 samples. Due to increase in positivity, customer reran the samples on an aries luminex where most of the samples were negative (no sample ids provided). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.